Manufacturer narrative:
Reliability analysis inspected one opened and or used enlite sensor and performed bicarbonate buffer test. Sensor passed accurate readings. The cannula was also found to be split from the tubing.

Event description:
The customer reported via phone call that they are receiving sensor and calibration errors. The customer's blood glucose level at the time of incident was 113mg/dl. Troubleshooting was conducted. The customer's sensors are being replaced and returned for analysis.